Event description:
Info received indicates the bed has no power.

Manufacturer narrative:
The hill-rom technician found the power cord connection at the power control module was broken. The technician replaced the power control module to repair the bed.